Event description:
Pt (patient) reported skin irritation from the ucor heart failure management patch. Pt described area as reddened, burning, and two spots of increased reddened round demarcation. Pt does not report any malfunction of the device. Pt had removed the patch in preparation to apply another patch.